Event description:
A surgeon reported that in (B)(6) 2011, while performing surgery, the equipment displayed low aspiration. The surgery was completed by performing "passive aspiration." There was a delay of approximately 30-40 minutes, and the surgery was completed with no harm to the patient. Additional information was received in which the surgeon described the passive aspiration procedure as "he inserted a device (he named it "flute") below the retina, and as the air was injected into the eye, this device allowed the fluid to drain."

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).